Event description:
Unit stopped wjile on pt and they "smelled smoke." Happened last night, unit running on pt with no problem, then rt reported a burning small and driver stopped. Pt was taken off and hand bagged while rt troubeshooted, she placed new circuit on unit, unit would pressurize, but driver would not start. Pt placed on cmv, no pt compromise. Pt on following settings at time of incidentl hz 15 map 11.5 delta p 20 it33, did not know if unit alarmed or nor. He will take unit to biomed and the have biomed call in to schedule service call.